Manufacturer narrative:
Additional information received on 28 november 2016 and includes: contrary to what previously reported, it was confirmed that the explants will not become available.

Manufacturer narrative:
Additional information received from the initial reporter on 07 september 2016 and includes: in (B)(6), the patient's hip dislocated and the reduction of the luxation was performed in another hospital. The luxation was due to over weight of patient. Then, the patient came in and had an infection, probably due to hematoma post-luxation, has been detected few days before revision surgery. The surgeon decided to replace all the implants in one time. The pathogen is confirmed as staphylococcus doreus. Batch reviews performed on 28 september 2016. Lot 155652: (B)(4) items manufactured and released on 26 january 2016. Expiration date: 2021-01-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup cc trio acetabular shell ø 56, code 01.26.45.0056, lot. 157088 (k103352) (B)(4) items manufactured and released on 23 march 2016. Expiration date: 2021-03-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup flat pe hc liner ø 32 / f, code 01.26.3248hct, lot. 156961 (k103352) (B)(4) items manufactured and released on 10 march 2016. Expiration date: 2021-02-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 32 size l +3.5, code 01.25.023, lot. 156349 (k072857) (B)(4) items manufactured and released on 01 february 2016. Expiration date: 2021-01-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
Hip revision for infection probably due to haemotmae post-luxation.